Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump was returned with a moisture/keypad complaint. Performed leak test on pump. Pump failed leak test due to a display lens leak. When the pump was opened evidence of moisture damage was found inside the pump. The pump is booted up the display is a dim red color. The battery compartment is cracked. The keypad is intact and shows no significant signs of wear, tearing, or peeling. The keypad was found to be functional with no issues with contact springback or needing excessive force. There was no contamination under the buttons. Investigators were unable to duplicate customer complaint of a keypad issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.